Event description:
Additional information received reported that the device was used to infuse morphine; the reporter was unable to provide specific symptoms that the patient had experienced at the time of the infection. The patient was re-implanted on (B)(6) 2013 and was receiving ¿good therapy¿ with the new device. They had no further information to provide.

Manufacturer narrative:
Catheter model: 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the pump and catheter were removed in (B)(6) 2013 due to infection. It was stated that in (B)(6), patient had a hernia repair and shortly afterwards the mesh became infected. The infection spread to the pump pocket and the system was removed. She was on IV antibiotics for several months. The infection resolved and a new catheter and pump were implanted as of the date of this report. Drug delivered via the device was not known. Additional information has been requested; a follow-up report will be sent when it becomes available.